Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received additional information, patient was additionally diagnosed with paradoxical hyperplasia (ph) to the bilateral axilla and corrective liposuction was performed.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and infrascapular area on (B)(6) 2021 using the elite curve 150 applicator and developed paradoxical hyperplasia (ph) after treatment. Patient had corrective surgery on (B)(6) 2022 and has developed recurring ph.

Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received additional information, patient was additionally treated with coolsculpting to the upper and mid abdomen and developed paradoxical hyperplasia (ph).